Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported for right side "concerned due to the possibility of developing lymphoma". Patient reported "several pains" and "said that biopsy results indicate capsular contracture". Biposy report indicated "peri-implant breast capsule with synovial cystic metaplasia, collagen deposition, mild lymphomononuclear infiltrate without atypia, chronic inflammatory reaction and foreign body type ¿gigantocellular¿ reaction". The device has been explanted. Ultrasound prior to implant reports "solid nodules", hence the event is not related to device.